Manufacturer narrative:
The device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. The device was repaired and returned.

Event description:
It was reported that the head section won't latch, resulting in difficulty loading/unloading cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.